Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the continuous glucose monitor (cgm) was not provided readings. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient was becoming disoriented, so her boyfriend checked her blood glucose (bg) manually and the result was 28 mg/dl. The sensor had previously been giving her readings before she noticed a ¿new sensor¿ message. She stated that she was not aware that the cgm was not giving her any readings until she looked and saw the message and that was when her boyfriend had to check the bg for her. The patient¿s boyfriend called 911 and the paramedics arrived and took her to the hospital; she was given an oral dose of a tube of glucose and stayed at the hospital for three hours. She was stable at the time of the report the following day. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.